Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop; data acquisition pcba adc reference failed. Vent inop is a high priority condition that precludes safe operation of the ventilator; a vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient harm reported

Manufacturer narrative:
The manufacturer's field service engineer replaced the da to mc cable with bracket kit per (B)(4) to resolve the issue. No patient information received from customer. The determination could t be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. / adverse event. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.